Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer stated the occlusion alarm issue has been resolved and declined further troubleshooting. Additionally, it was reported that a cartridge did not fit onto the pump. Customer stated that some cartridges "bounce" off and are not able to be guided on. Additionally, it was reported that the pump usb rubber door was missing and the port is now damaged due to debris. Customer declined troubleshooting with tandem technical support regarding all issues. There was no reported impact to the customer's blood glucose level.